Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with an ecr60t reload loaded in the device. The reload was received with the right side fully fired, left side outer row fully fired and two left inner rows partially fired. Upon evaluation of the reload, the cartridge body, some drivers and one piece sled were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. Please note an investigation has been initiated to address the potential root cause for the damage of the one piece sled. In addition, the device was tested for functionality in the articulated position with a test cartridge reload. The device did deploy a few malformed staples on the left outer row when fired in tyvek, but the root cause of these malformed staples could not be identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the third firing with a black cartridge, the firing sequenced was pulsed. On the first or second pulse, the surgeon felt that something was not right. The knife was reversed and device was opened. The cartridge was examined and it was noted the orange drivers were loose and there was damage to the inner wall of the cartridge. The device had started to deliver a staple line on one side and did not staple on the inner two rows of the patient side. The excess seamguard and staple line were trimmed. It was noted that seamguard was applied on the back table and was dipped in saline prior to inserting into the patient. There was a tag of excessive seamguard present from the previous firing and was included in the third firing. The surgeon had the tissue as far proximal in the jaws of the device. Another black cartridge was loaded in the same device to complete the procedure. Two green cartridges and one black cartridge were used after this firing with no issue. The first two firings were with black cartridges using seamguard and no issues noted. There was no patient consequence.